Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was over infusing while infusing a pt. The pump was set to infuse a drug, flolan, attached to a baxter primary set, using an interlink extension set containing a filter. The customer stated that when the flow was stopped using a roller clamp on the primary set, the fluid in the extension set filter would completely drain out into the paint, resulting in the pt crashing. It was reported that no leaks or physical damage to the set were noted by the nurses on call.